Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 19jul2019, and there was no indication of a manufacturing defect during the inspection. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device exhibited an error code. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.